Event description:
When the surgeon should put the insert in place it never "clicked" and when they bent the patient's knee the insert lifted in the front. They used another insert and it fitted perfect. No adverse consequence to pt or extention or surgery time.